Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. Before the procedure it was confirmed that there was no pericardial effusion or tamponade, and then ablation was conducted. The patient¿s blood pressure decreased and cardiac tamponade was confirmed by echography. A pericardiocentesis was performed. The cardiac tamponade occurred after ridge ablation, after about 5 minutes had passed, timing when trying to isolate the posterior wall of the left atrium. After pericardiocentesis was performed, and it was confirmed that blood pressure was stable. The procedure was continued without problem. The procedure was completed, and the patient returned to the ward. The physician¿s opinion on the cause of this adverse event was there was no bwi product malfunction. The course was uneventful, and the patient was discharged from the hospital on (B)(6) 2022. Atrial septal puncture was performed with the rf needle. No steam pop was not confirmed. An irrigation catheter was used and the flow rate setting was pre time 1 sec, post time 5 sec. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph and dashboard with visitag tag size 2mm, force over time (fot) of 5g, 25%, range 2.5mm, time 3sec and color option used prospectively tag index.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30688984l number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-apr-2022, additional information was received indicating the patient outcome of the adverse event is improved. The patient did not require extended hospitalization because of the adverse event. The event occurred during ablation phase. Correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 9-may-2022, it was noticed patient details of 60 kgs a4. Weight of the patient and a4. Weight unit (kg) were inadvertently omitted from the 3500a initial MDR, therefore, they have now been added.